Event description:
It has been reported to co that during the procedure the gasket of this device leaked. Reportedly, backbleeding occurred after the dilator was removed and the catheter had passed through the sheath. The device was removed and replaced. The patient is reported as fine and the device is being returned for co's analysis.